Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that the user discovered the face of their ilet had completely detached. The device was still functioning in the background but the user was unable to use the touchscreen for meal announcements or cartridge changes. The user switched to backup therapy once insulin supply was nearly depleted. No blood glucose impact or injury was reported. No symptoms, external assistance, or medical intervention occurred.